Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: unknown UDI due to no list or lot number provided.

Event description:
The event involved an unspecified arterial line tubing closed system, and it was reported that arterial line tubing snapped off of stopcock connector during transfer and patient started bleeding from line and the tubing was changed. There was patient involvement, but no harm reported.

Manufacturer narrative:
The following was returned from the customer: one used list #unknown, infusion device; lot #unknown. The reported complaint of separation was confirmed on the returned set. During visual inspection, the pressure tubing was received separated from the female luer. A part of the tubing is still inside the female luer. Stress marks were observed on the end of the tubing. The probable cause of the pressure tubing broke from the female luer had occurred due to unintentional bending and twisting forces applied during use. A device history record review could not be conducted because no lot number was identified. Corrected information can be found in: d1 - brand name. D2a - common device name. D2b - procode. G4 - PMA/510(k) #. H6 medical device problem codes.